Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a hole in the tubing connecting the pump with the reservoir. All components were removed and replaced with an ambicor penile prosthesis (app). There were no patient complications reported.